Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:a review of the pump¿s history showed a reboot. No damage was found to the battery compartment and the battery cap was not returned. A test cap was attached to the pump and exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage was found to the power circuit. No internal moisture was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had rebooted at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.